Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a mentor memoryshape 610cc silicone prosthesis experienced left sided seroma, and wound infection post procedure. As a result, the implant was explanted on (B)(6) 2021. On (B)(6) 2021, patient had surgery to address a post-explant infection and has new device inserted with cat#: 3341354, sn#: (B)(4).

Manufacturer narrative:
Additional information received on june 30, 2021, and by per the information provided in imedidata, patient left side in this event did not have wound infection. Manufacturer¿s reference number: (B)(4).